Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, intermittent audio was reported. The patient entered that car and cannot recall whether the threshold has been passed. The patient had sent the alert range set to 70 and the approximate values at the time of the event of 70. The patient cannot recall the events after entering the car and could not confirm whether the receiver should has actually alerted, the alarm was missed, or if the receiver did not alert. The patient was found by the police and admitted to the hospital, where the patient was treated with glucose fluid. No data was provided for evaluation. The complaint confirmation of the reported intermittent audi output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient passed out while driving and was found by the police. The patient was admitted to the hospital where they were treated with glucose fluid.